Event description:
This is a case, which was reported to baxter (B) (4) on 06 november 2009. The complaint was received from technical service and refers to a colleague infusion pump. The reporter states that the pump had error codes 810:04. The hospital was unsuccessfully calibrating the air in line and replaced the pump head module, after this the channel open button did not work. The occurrence date is (B) (6) 2009. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software (B) (4), categorized as unremediated. There is no further complaint information available.

Manufacturer narrative:
(B) (4) the pump was received and evaluated by baxter. The reported condition could not be investigated further with this device because it reportedly occurred with the pervious pumphead module which was replaced by the customer. The assignable cause with the new pumphead module was repaired. This is a code manufactured for distribution outside of the united states and does not have a 510k number. It is being reported because it is the same as or similar to product distributed within the united states.